Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope and was transported to the emergency room by ambulance. Device interrogation revealed right ventricular lead dislodgement. The lead impedance had fallen, the lead was failing to capture and there were no r waves. The lead was explanted and replaced. The physician believed that the issue was procedure or patient related. The patient's condition was stable throughout.